Manufacturer narrative:
Continuation of d11: product ID: 3889-28, lot# va1w55b, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the device not being in the right place was physical device migration. When they saw their doctor a few weeks after seeing the np, they compared x-rays done post-op with the one the np had taken and found it was in the space that controlled bms, not urinary incontinence. The cause was determined, the doctor said they usually move from a fall and the patient had many falls. On june 26th they had the leads replaced to resolve the issue. To clarify the statement that the patient was without a working apparatus for a year, they said that once they found out for sure the leads were in the wrong place and covid restrictions were lifted, it took a year before hey were able to have the replacement surgery.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type lead, product ID tm90g0, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. In response to the an inquiry regarding the circumstances that led to the patient's fall resulting in the lead replacement; the patient reported that at the time, they were falling about once a week. They said that they had gone to p.t. To get back into shape. The patient went on to report that when the apparatus was first placed, it was entirely different from the old on and regulating it was much more complex. Because of covid-19, the patient went without a working apparatus for 1 year. They wrote that this model was not working as well as the first one, and it was much more complex to use. After their initial surgery to replace the battery and lead, they did not have instruction before or after surgery to explain how to use it. When they got home, they were overcome with the complexity of trying to set it. They had several visits with nps who worked with the doctor. On the 3rd visit, the np said it was not in the right place, because the stimulus was on the patient's right buttock and not their perineum. The patient said that they liked their 1st battery and lead much better than this one. They said that with this one, the battery must be charged every 3 months and the battery on the controller had a short lifespan, so it needed to be charged first before trying to change the stimulus.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1w55b, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient fell sometime in (B)(6) 2019 as a result the lead had to be replaced. The surgeon replaced the lead on (B)(6) 2020. No further complications were reported.